Event description:
A facility reported that once the dursseal exact spine sealant system (206520) was given to the physician, she deployed the plunger onto the dura, but it didn't set up and remained in a liquid state. They then sucked it up and irrigated the area. There was no patient injury or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.